Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance during angulation. This event occurred at the time of during inspection. There was no report of patient harm.